Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that to loosened slide brackets. A field service enginee shutdown medstation and loosened slide brackets and worked in drawers with issue. Powered station back up. The system functioned as intended. The contact information was kept blank due to the reported issues that were found by the field service technician while on site. The system functioned as intended after the field service engineer troubleshooted the device. Preventative maintenance was performed on the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a drawer failure which was sticking. The customer reported that the user was unable to remove the medication and there was no delay to the patient's workflow.there were no adverse events or injuries reported based on this incident.